Event description:
Following cardiomems implant procedure the patient developed hemoptysis in the recovery room. The hemoptysis resolved without intervention. Bloodwork and a chest x-ray were ordered and the results did not show any abnormality. The patient was admitted for observation overnight and was reported to be stable and scheduled for discharge (B)(6) 2023. The physician reported they believe the cause of the hemoptysis was possibly the non-abbott guidewire.

Manufacturer narrative:
The reported issue was investigated but cannot be confirmed at this time as the root cause was inconclusive. Per event description, "the physician felt that the cause could have possibly been the non-abbott guidewire." This and similar events are monitored and trended via quality data review. A review of the device history record was performed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.